Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited oversensing due to crosstalk. No intervention was performed and the device will continue to be monitored. The patient was stable and asymptomatic.